Event description:
Discordant advia 1650 results were obtained for several tests on forty-seven pt samples. Some of the test results were reported to the physician. The samples were retested and corrected reports were issued. There are no known reports of adverse health consequences or pt intervention due to the discordant advia 1650 results.

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site to perform routine preventative maintenance. Shortly after the fse left the site, the customer noticed that the system would sample from only position 1 in the sample tube rack. The customer called technical support to report the problem and was walked through the steps to check the stt settings. It was found that the stt parameter was erroneously set to "1". The customer was instructed to change the setting. After doing so, the instrument performed properly. The instrument is performing within specs. No further eval of the device is required.